Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-02915. It was reported the pt felt only minimal pain relief from his scs system. He stated he had to be in just the right position in order to feel stimulation. He reported he has been reprogrammed multiple times. The pt plans to consult with his physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.